Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient collapsed at home and was found unconscious by the emergency doctor. A major stroke (media left) was confirmed via CT scan. No bleeding was reported. The cause of the stroke is reportedly unknown. Due to this event, the patient developed right sided hemiparesis and aphasia. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.